Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A premature detachment was reported with the freestyle libre 2 sensor. Customer reported she was asleep and experienced a loss of consciousness. Customer was treated by her husband (unspecified) and upon regaining consciousness, she observed the sensor detached from the adhesive after 5 days of wear. Customer self-treated with glucose gel and no further treatment was reported. There was no report of death or permanent injury associated with this event.